Event description:
An animas clinical representative reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.